Manufacturer narrative:
One photo and one physical sample depicted in the photo were received and evaluated. The sample was confirmed to be a safetyglide combo syringe with needle in an opened blisterpack from batch #8119696 (305903). The barrel had a severe skewed scale condition with the scale wrapping 360 degrees around the barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd syringe with safetyglide needle had scale markings that are unreadable. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe with safetyglide¿ needle had scale markings that are unreadable. There was no report of exposure, serious injury, or medical intervention.